Manufacturer narrative:
On 10/24/2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage air flowing through the valve occurred. It was reported that after going transseptal using a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the doctor tried to aspirate left atrial blood and they came back with air. When the vizigo was removed from the body, they tried flushing the sheath and plugging the other end of the sheath and the saline came out an invisible crack from the hub. When the sheath was replaced, the issue resolved. Replacement sheath requested. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The hemostatic valve did not break into two or more separate pieces nor detached from the sheath. The sheath was being used on the patient at the time of the event. The physician does not think any air entered the patient¿s body. No percutaneous or surgical removal was required. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress. Once completed, a supplemental will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where hemostatic valve leakage air flowing through the valve occurred. It was reported that after going transseptal using a carto vizigo¿ 8.5f bi-directional guiding sheath, medium. The doctor tried to aspirate left atrial blood, and they came back with air. When the vizigo was removed from the body, they tried flushing the sheath and plugging the other end of the sheath and the saline came out an invisible crack from the hub. When the sheath was replaced, the issue resolved. Replacement sheath requested. The carto 3 system is operating per specs, and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The hemostatic valve did not break into two or more separate pieces nor detached from the sheath. The sheath was being used on the patient at the time of the event. The physician doe not think any air entered the patient¿s body. No percutaneous or surgical removal was required. The hemostatic valve leakage and air-flow through the valve were assessed as MDR reportable events.